Event description:
A customer reported experiencing cartridge alarm 20 with their insulin pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy